Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (e238). The issue occurred during the inspection for use. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, d10, h2, h3, h6, and h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection in addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.